Event description:
It was reported that an inserter would not disengage from rod. Surgeon disengaged lock screw and it would not release as it was hung up on the hex. A cobb was used to push it off an it would not release. Surgeon had to take the rod back out and increase the incision. The surgery was completed successfully.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via communication and visual inspection. Upon visual inspection, it was confirmed that the opening where the rod is inserted is deformed. Manufacturing history was reviewed and no issues were identified. The actual event led to increase in incision. A medical expert reviewed this complaint and concluded that increase in the incision does not poses serious harm to the patient. No surgical delay or adverse consequences to the patient is reported. Conclusion: based on observed wear and tear marks upon visual inspection and the age of the device (4 years), the plausible root causes of this event is normal wear and tear of instruments.

Event description:
It was reported that an inserter would not disengage from rod. Surgeon disengaged lock screw and it would not release as it was hung up on the hex. A cobb was used to push it off an it would not release. Surgeon had to take the rod back out and increase the incision. The surgery was completed successfully.